Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon said the device kept erroring with alarm but kept using it. The surgeon kept using the device for the whole procedure of the case. In some instances there was end tone heard. For other activations there was energy delivery but kept on alarming. Seal was inspected and the seal looked to be sealed, no obvious bleeding, so continued to be used. No bleeding noticed intraoperatively. Post-operative bleeding, patient was pale, dizzy, drowsy and had low hemoglobin was noted and needed bedside blood transfusion and the patient had to stay at the hospital for 2 days extra. Issue was found out after 7 hours post operative. Observation were ok and hemoglobin ok. Within 24 hour hemoglobin was down, and kept dropping until treatment was done at 2 days post operative. The patient status on 2.5 months post operative was very tired, low energy due to loss of blood. 6 weeks post operatively patient was feeling well reflux and happy with weight trajectory. Iron levels at 3 month mark. Struggling to eat, which is normal at 2-3 weeks but not usually at 6 week.

Event description:
According to the reporter, during sleeve gastrectomy, the surgeon said the device kept erroring with alarm but kept using it. The surgeon kept using faulty device for the whole procedure of the case. It caused post-operative bleeding that needed bedside blood transfusion and the patient had to stay at the hospital for two days extra.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.